Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse noted the flow rate (fr) on their arctic sun device was 0.8lpm and they understood it should be 1lpm. Guided to diagnostics, system hours 6162, pump hours 6268, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40%, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was eventually settled at 0.9lpm. Explained correlation between flow rate (fr) and heater capacity. At this time patient was 33.7c. They will continue to monitor and call back if flow rate (fr) drops below 0.9lpm.

Event description:
It was reported that the nicu nurse noted the flow rate (fr) on their arctic sun device was 0.8lpm and they understood it should be 1lpm. Guided to diagnostics, system hours 6162, pump hours 6268, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40%, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique. Flow rate (fr) was eventually settled at 0.9lpm. Explained correlation between flow rate (fr) and heater capacity. At this time patient was 33.7c. They will continue to monitor and call back if flow rate (fr) drops below 0.9lpm. Per follow up information received via phone on 02sep2025, spoke with charge nurse who stated doctor ordered continuation of therapy due to water temperature not being affected. Flow rate remained around 1.0 lpm throughout treatment. Pad was disposed of after completion.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.